Event description:
It was reported that a rotor study was done (date not reported) and showed a motor stall. The pump was replaced. There was no pt injury. The pt recovered without sequela. The pump was used to deliver fentanyl.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.